Event description:
Note: this MFR report pertains to the fourth of five devices used during the same procedure. Refer to associated MFR reports #3005099803-2008-03998, #3005099803-2008-03999, #3005099803-2008-04000, and 3005099803-2008-04001 for descriptions of the other devices. According to the complainant, the physician tested a fifth radial jaw hot single-use biopsy forceps device outside of the patient and the cautery would not work. "Multiple generators and active cords and did not get cautery." The staff was able to attain a sixth radial jaw hot single-use biopsy forceps device from another facility and successfully completed the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has been received; however, the device analysis is not complete. The relationship between the device and the cause of this event is undetermined.